Manufacturer narrative:
A doctor had initially alleged that between lot numbers 4748819, an unknown lot, 4946599, 4955146, and 4956140 for the correct plus products, the impressions had left a secondary layer on stone models after pouring and the crowns created using the stone models could not be adjusted to fit during procedures on five (5) patients; however, the office returned product from two (2) additional lot numbers 4956166 and 4947583 that were not provided to kerr during the initial incident report. No product from the initially reported lot numbers has been received. A visual and physical evaluation was performed on the returned product from lot numbers 4956166 and 4947583, yielding results within specifications. In addition, no similar complaints were received with regard to these lots.

Event description:
A doctor alleged that the correct plus impression material had left a secondary layer on stone models after pouring and the crowns created using these stone models could not be adjusted to fit during procedures on five (5) patients. This is the first of five (5) reports.

Manufacturer narrative:
Specific patient information with regard to gender, age, and weight was not provided. Although the doctor identified five (5) different lots associated with the creation of a secondary layer on the stone models, the doctor could not verify which lot was used on any of the patients. The lots involved in the alleged incident include lot numbers 4748819, 4955147, 4946599, 4955146, and 4956140. The patient returned to the office and new impressions were made. New crowns were then seated for the patient during a follow up appointment. To date, the patient is doing fine. The products involved in the alleged incidents were not returned; therefore, a visual and physical examination was performed on retain samples from each of the reported lots, yielding results within specifications. In addition, no similar complaints were received with regard to these lots.